Event description:
The user facility reported that a wire guided pin broke inside a patient during a procedure. The pin was too small for retrieval; at the discretion of the surgeon the pin was left in the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user facility reported that a wire guided pin broke inside a patient during a procedure. The pin was too small for retrieval; at the discretion of the surgeon the pin was left in the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user facility reported that a wire guided pin broke inside a patient during a procedure. The pin was too small for retrieval; at the discretion of the surgeon the pin was left in the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.